Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 blakemore esophageal-nasogastric tube with label. Verified material number 0092100 and batch number mchv4320. Sample was evaluated and gastric balloon was filled with air and submerged into water where pinhole was present indicated by bubbles leaking out from the hole. This is out of specification per (B)(4) rev 28. The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was admitted with esphageal varicies. Blakemore tube balloon checked. Blakemore tube inserted according to unit policy/procedure. Once placed the device was confirmed by x-ray. The balloon was inflated according to the policy/procedure and bleeding stopped. When traction was applied the device slid out and noted that the balloon was completely deflated. The patient began bleeding a very large amount again and a new blakemore tube had to be placed. No further adverse patient impact. Medical intervention is unknown. Per additional information received via email on 27aug2025, it was reported that patient was in intensive care (ICU).

Event description:
It was reported that patient was admitted with esphageal varices. Blakemore tube balloon checked. Blakemore tube inserted according to unit policy/procedure. Once placed the device was confirmed by x-ray. The balloon was inflated according to the policy/procedure and bleeding stopped. When traction was applied the device slid out and noted that the balloon was completely deflated. The patient began bleeding a very large amount again and a new blakemore tube had to be placed. No further adverse patient impact. Medical intervention is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was admitted with esphageal varicies. Blakemore tube balloon checked. Blakemore tube inserted according to unit policy/procedure. Once placed the device was confirmed by x-ray. The balloon was inflated according to the policy/procedure and bleeding stopped. When traction was applied the device slid out and noted that the balloon was completely deflated. The patient began bleeding a very large amount again and a new blakemore tube had to be placed. No further adverse patient impact. Medical intervention is unknown. Per additional information received via email on 27aug2025, it was reported that patient was in intensive care (ICU).

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 blakemore esophageal-nasogastric tube with label. Verified material number 0092100 and batch number mchv4320. Sample was evaluated and gastric balloon was filled with air and submerged into water where pinhole was present indicated by bubbles leaking out from the hole. This is out of specification. The labeling is found to be adequate to fulfill. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.